Event description:
The customer reported that they received positive blood cultures on four autologous stem cell products. The products were collected daily (B)(6) 2014 - (B)(6) 2014 on the same patient, using the same lot of disposable set. Aerobic and anaerobic blood cultures of the products grew gram + cocci in clusters; positive for staph aureus. Vancomycin antibiotics were given to the patient after the collection and the patient was hospitalized on (B)(6) 2014. The patient is in stable condition. The customer declined to provide the patient's identifier. The disposable set is not available for return because the customer discarded it. This report is being filed due to bacterial contamination of the collected product, medical intervention in the form of vancomycin, and patient hospitalization, though at this time, it is not clear if the hospitalization was due to the positive cultures.

Manufacturer narrative:
Investigation: the customer stated that they do not add anything to the collection bags. Per the customer, three blood cultures were done on the patient: one from each port of the perm catheter that was placed in (B)(6), and then one peripherally, and all cultures came back negative after 4 days. The customer believes the contamination is from the patient's line. The customer stated that when the patient came to them for the collection procedure, the dressing was dirty. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury in the MDR form. This supplement is being filed to modify information per FDA request.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Follow-up email with the customer revealed that only the two products from the first two procedure dates, performed on (B)(6) 2014 and (B)(6) 2014, showed bacterial contamination. These collections were done with a catheter. The two later procedures had negative culture results and these procedures were done peripherally. A service call was placed for the machine. A functional checkout was performed. The saline run performed as expected. The run data files (rdfs) was analyzed for the collections that tested positive for bacterial contamination. The signals in both of the run data files indicate that the spectra optia system operated as intended. Also, there is no indication in the run data file of any clear root cause for the positive blood culture reported for the mnc products that were collected during these procedures. Based on the available information, it cannot be ruled out that this positive blood cultures could have been related to the patient¿s access site. A review of the lot for similar reports was carried out, none have been reported. The spectra optia essentials guide states the following procedural caution "use aseptic techniques throughout all procedures to ensure patient safety and product quality."root cause: the disposable sets are unavailable for specific root cause analysis. The rdf analysis and service call did not show any malfunction of the disposable or equipment that would be related to bacterial contamination. According to the customer, the dressing around the patient's catheter was dirty. Root cause for the bacterial contamination is inconclusive but is likely related to the hygiene involving the patient's catheter.

Manufacturer narrative:
Investigation: the patient was re-mobilized and collected additional products on (B)(6) 2014. Both of these products tested negative for contamination pre and post and were transfused. Root cause: the (B)(6) also confirmed that both blood products from the first two products were of the same species which indicates that there was a common source for the bacterial contamination. The root cause is inconclusive for the contamination but possible causes include a contaminated access site (possible cause for the first two products), contamination during sampling/testing, oran underlying infection from the patient.